Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the CT set up field was not recorded in mosaiq. It was ascertained from the machine logs that field 94, which is a CT set up field, along with other fields were sent to the machine for treatment. After treatment, it was noted that kv set up fields were recorded and all treatment fields, however the CT set up field was not recorded for field 94. By design, truebeam (which is a third-party device (varian)) does not send back the beam records for the CT set up field, therefore mosaiq will account for the lack of beam record by creating a CT set up record from a single slice of an acquired cbct. Usually, mosaiq would receive the cbct, structure set and sro files in that order from the machine and successfully create a CT record for the session. In some instances, these files can be sent back in different order from the machine due to the latency of the network or to a delay in creating/sending files from the machine. In these instances, most of the time with the data received, mosaiq would resolve and successfully creates a CT record. However, sometimes mosaiq would not be able to resolve it and fails to create a CT record as in this case. From the beam records and treatment history report, the treatment fields were treated in full at the correct positions and recorded correctly and based on the available information there was no mistreatment. If this issue were to reoccur it would not lead to a mistreatment or cause patient harm.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the cbct (cone beam computed tomography) was not recorded in mosaiq.